Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported complaint could not be duplicated. The service technician found an ink stain on the lcd that does not affect the readability. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states that the unit has a blank display.